Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Intermittent video image with interferences. No image problems before reprocessing, it happened during first use. This event occurred at the time of during use. This event occurred no report of patient harm.

Manufacturer narrative:
Correction information: follow up #1, if follow-up, what type?, device evaluated by manufacture, coding changed based on the investigation result. Additional information: device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb.